Event description:
During the device evaluation, the duodenovideoscope was observed to have cracked, and peeling glue at the light guide lens. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.